Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after receiving an inappropriate shock, noise episodes were observed on the rv lead. The capture threshold had slightly increased above the limit. Externalized conductors were noted on the fluoroscopy. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
Please retract this MDR 2938836-2015-30856. Duplicate report filed on 1/31/2013, manufacturer report number 2017865-2013-01220.